Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low calcium (calc) results generated by the unicel dxc 880i synchron access clinical system which were reported outside of the laboratory. When the instrument started suppressing results, previously run samples were reviewed. After recalibration, the samples were rerun with higher results and 2 reports were amended. The results provided by the customer are shown. There was no affect to patient with regard to this event.

Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) went on-site and found fibrous residue in the calc port and found a tear in the eic (electrolyte injection cup) valve. Fse cleaned the calc port, replaced the eic valve and verified performance.